Event description:
The customer reported the system experienced an non-recoverable uncommanded collimator close done. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator. The system operates as intended.